Event description:
It was reported that after a breast examination was performed, it was found that the images were not stored on the hard drive nor sent to pacs. The images were lost and were unrecoverable. It was reported that the examination was not repeated and that the doctor performed the study and dictated the results from memory. There was no patient or user injury reported. No additional information was provided.

Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, update the follow-up type, update the device evaluated by manufacturer, update the event problem and evaluation codes, and provide the investigation results. The customer service engineer visited the site, and determined the customer made an error in the patient registration. The study images were found on the system. This is not a product malfunction, but is a result of error by the user. .